Event description:
A report was received that the patient underwent a procedure wherein the ipg was revised for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
.

Event description:
A report was received that the patient's lead had high impedance. The patient underwent an explant procedure of the lead wherein the physician was unsure of the cause of the high impedances and that there was no fracture on the explanted lead. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.